Event description:
It was reported the lead had dislodged. The lead had high impedance, unacceptable thresholds, and positioning difficulty. It was explanted and replaced. No patient complications have been reported as a result of this event. It was further reported the there was lead crosstalk.

Event description:
It was reported the lead had dislodged. The lead had high impedance, unacceptable thresholds, and positioning difficulty. It was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found; full lead returned and analyzed. Defib conductor distorted, outer tubing overlay cosmetic environmental stress cracking, outer insulation cosmetic depression, blood in/on helix/lobe mechanism, blood in/on helix/lobe mechanism. Apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found; full lead returned and analyzed. Defib conductor distorted, outer tubing overlay cosmetic environmental stress cracking, outer insulation cosmetic depression, blood in/on helix/lobe mechanism, blood in/on helix/lobe mechanism. Apparent explant damage. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance was found as three patient alerts for out of tolerance subthreshold lead impedance between (B)(6) 2009 02:15:03 and (B)(6) 2010 02:15:03. Weekly pace lead impedance trend data shows max rv pace = 1904 to 3360 ohms, between (B)(6) 2009 and (B)(6) 2010. Oversensing was also noted as there were two episodes of ventricular nst<=150 ms average v-cycle on (B)(6) 2009 and (B)(6) 2009 and one episode of vf=200 ms on (B)(6) 2009 15:06:40.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; full lead returned and analyzed.